Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found all the collets were dirty in the pipette assembly. All of the collets (tip clamps) were replaced. The instrument was cleaned, inspected, tested without further problem, and returned to svc.